Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the technician ran the scope for 30 minutes using the olympus processor and found the image okay. The bending section was soaked in warm water before being tested on two different processors and light sources, with no image or switch problems; switch function ok with no cuts or looseness. Manipulating control knobs and tubes passed the fog test. Furthermore, no evidence of fluid invasion was discovered within the scope. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope had no imaging during preparation for use. There was no report of patient harm or user injury associated with this event.